Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Residue, which appeared to be from a dressing, was observed on the extension legs and bifurcation. A functional test revealed fluid leaking at the distal end of the purple luer adaptor. A microscopic examination of the leak site revealed a tear in the extension leg within the distal end of the purple luer adaptor that exposed the inner lumen of the catheter. The adjoining surfaces of the torn extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebt0757 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that the PICC line was "leaking just below the hub on the purple port." A new device was placed in ir. No patient injury reported. Facility reported the following via email: "these events occurred on infants. The catheters are affixed using the dressing items found in the kits such as the statlock and tegaderm dressing. No additions are made to stabilization of the line. I cannot attest to the amount of tubing coming off the line, but I do know that stop cocks are not used. The units that care for infants have processes in place to secure lines in a way that hold the weight off of the end of the patient¿s access to prevent pulling."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0757 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that the PICC line was "leaking just below the hub on the purple port." A new device was placed in ir. No patient injury reported.